Event description:
On july 24, 2006, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was set to the wrong unit of measurement and reading inaccurately high. The month prior to calling lfs, the patient was concerned with obtaining elevated results such as 258 mg/dl and 206 mg/dl. She did not seek/require any medication. However, her physician changed her medication regimen. The customer care advocate (cca) discovered that the patient was incorrectly cleaning the puncture area and using the incorrect testing technique. The cca discovered that the patient was not aware of the change in the unit of measurement. The patient had not used the lfs software to change the uom, caused trauma to the meter, or recently changed the uom through the meter settings. During six days is july, she administered self-care by taking insulin. She described experiencing such symptoms as having no energy, feeling sleepy, and not hungry. She claimed that she did not test before, during, or after the onset of her symptoms. No medical attention was sought. The patient reported that on one occasion she blacked out, while driving 75-mph down an expressway; however, no other relevant information was provided. The senior medical affairs specialist mailed a letter, as the patient could not be reached by telephone. It would have been helpful to know how long the meter was set to mmol/l rather than mg/dl, her medication regimen, when she developed symptoms, and whether she or anyone else was injured when she blacked out while driving. Although important information is lacking, this case is classified as an adverse event due to the following reasons: patient's medication was adjusted during the time she believed to have been obtaining inaccurately high results, developed symptoms that could suggest low blood glucose levels, and blacked out while driving 75 mph. The reason for her symptoms is unknown as the patient did not elaborate on her diagnoses or treatment. It was also discovered that the meter was in the wrong unit of measurement, while the patient could not recall going into the meter setting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.